Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. Prostar xl device #1, #2, and #3, part# 12322-02, lot# 900146h, are being filed under a separate manufacturer report number. Prostar xl device #4 and #5, part# 12322-02, lot# 910346h, are being filed under a separate manufacturer report number.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the right femoral artery using a pre-close technique before an interventional procedure. Reportedly, during needle deployment, none of the needles retracted. "Two of the needles stayed in other position and it was impossible to retract the other 2 needles." The device was removed and a second and third prostar xl device were attempted, but also resulted in none of the needles retracting. The device was removed and three additional prostar xl devices were attempted, but although the needles retracted when pulling out the needles, the suture broke on all three devices. Hemostasis was achieved by tying the one remaining suture into a knot from the last prostar xl inserted. An 8mm peripheral dilatation balloon was inflated from a contralateral approach via the femoral artery for two minutes and manual compression was applied to achieve hemostasis. "The patient was ok without complications." There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4): evaluation summary: evaluation of the returned device found the handle was in backdown position. There were clamp marks found on the white coiled suture lumen and marker tube. The needles, green-coiled suture lumen, and green suture were not returned. There were two white suture tails approximately 3-1/2 inches exposed at the guide. Although it was reported that the suture broke, the evaluation found that the white suture was returned intact with no suture break. There was no needle strike marks on the face of the barrel. Clamp marks found on the coiled suture lumen and the collapsed suture tube at the hub area is an indication that a hemostat was applied before the needle deployment. Clamping the suture tube interfered with suture deployment and needle trajectory, which can cause the needle to bend and strike the face of the barrel. The instructions for use state under device placement and needle deployment, do not clamp the suture lumen with a hemostat or other instrument. Doing so will prevent suture deployment. There were no abnormal observations with the condition of the returned device that could have contributed to the reported experience. Based on the investigation findings, the root cause for the reported experience is due to incorrect operator technique. Additionally, the customer returned three unused representative sample devices related to this product experience for evaluation from lot numbers 900146h and 910346h. The devices were functionally tested and the results were acceptable. No device malfunction found. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.